Event description:
It was reported that vns patient underwent generator replacement due to battery depletion and failure to program. During the surgery, high impedance result was found after connecting the new generator to the old lead. The patient implant card was sent to the manufacturer which indicated the generator replacement and the lead impedance of the new implanted system was marked as high. Lead revision is expected but did not occur to date. The last known good diagnostic were on (B)(6) 2014. Review of manufacturing records confirmed all tests passed prior to devices distribution. Patient manipulation or trauma is not believed to have caused or contributed to the high impedance.